Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and was hospitalized for a couple of days due to a bladder infection. Blood glucose level at the time of the incident was 2.2 mmol/l. Customer stated that customer stopped using the insulin pump for a couple days before going to the hospital on (B)(6) 2020. Customer stated she was not getting the low alerts and blood glucose was 2.2 mmol/l and just got auto mode set up. Customer stated her low setting wasn't on and can't figure out how to set it. Customer has treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode or smart guard. Customer alleged insulin pump was over-delivering. Customer started using insulin pump again last thursday, before she went to hospital, she had to change the battery and it took her exceptionally long to get a battery in it also sensor low setting was off and audio was off. The insulin pump will not be returned for analysis.